Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient's father to restart device on (B)(6) 2014.